Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys amh result for 1 patient sample tested on a cobas e 411 immunoassay analyzer serial number (B)(4). The initial amh result on the e 411 was 2.74 pmol/l. On (B)(6) 2018 the sample was repeated in a different laboratory and the amh result 30.3 pmol/l. The specific analyzer was asked for but not provided. The customer did not believe that the result on the e 411 was correct. There was no allegation of an adverse event.

Manufacturer narrative:
Section lot number, expiration date, and serial number were updated. A review of the calibration trace from the analyzer suggests the customer manipulated the date in the system software in order to use expired reagents. A qc printout from the analyzer with a date of (B)(6) 2018 contained a handwritten date of (B)(6) 2018, further supporting the conclusion the customer changed the system date. The investigation did not identify a product problem.